Event description:
It was reported that the saw began overheating and started to smoke during an extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a possible cause for the alleged overheating was problems with the motor cartridge, which was replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was returned to the customer.